Manufacturer narrative:
Device not yet returned for analysis. Investigation in process, but not yet complete.

Event description:
Surgeon reported via our sales rep that plate failed / bent in second hole row. Further the surgeon reported that during primary surgery the plate was fixed in the first hole row, second row was not fixed. Also surgeon mentioned that the pt suffered from pain and surgeon recognized that the plate was bent. Therefore, a revision surgery was performed.